Manufacturer narrative:
(B)(4). Date sent: 04/22/2025. D4: batch #unk. B3: only event year known: 2025. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Investigation summary ==> this is an analysis of the photos submitted for evaluation. During the visual analysis, the following was observed: the first, second, and third photos show a package from with product code gst60g, lot # 783e76, exp. Date: 2027-04-30. The fourth photo shows two staples retainer. The fifth photo shows the anvil with a green reload. However, the first digit of the batch number cannot be seen in the pan area. The sixth photo shows the anvil with a green reload not fully loaded. The lot number 783e76 was reviewed and is not found in our quality tracking system. Additionally, there are significant differences observed between the suspect packages and the authentic packages/artwork. The analysis performed determines that the suspect package is not authentic johnson & johnson product. Based on the photos reviewed, the counterfeit product and the suspect diversion are confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the cassette device did not fit into the device; and therefore, could not be used. The cassette was a few millimeters wider, so it did not snap into the grooves. One of the cassettes was difficult to insert into the device, but the device was blocked during flashing. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/09/2025. Corrected data: investigation summary: this is an analysis of the photos submitted for evaluation during the visual analysis, the following was observed: the first, second, and third photos show a package with product code gst60g, lot # 783e76, exp. Date: 2027-04-30. The fourth photo shows two staples retainer. The fifth photo shows the anvil with a green reload. However, the first digit of the batch number cannot be seen in the pan area. The sixth photo shows the anvil with a green reload not fully loaded. A lot trace was performed on the lot provided, and the lot number was not found in the quality tracking system. In addition, there are significant differences observed between the suspect packages and the authentic packages/artwork. The analysis performed determines that the suspect package is not authentic johnson & johnson product. Based on the photos reviewed, it was confirmed that the product is counterfeit.